Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There is no cement attached to the undersurface of the tibial tray. Even-though it was well fixed .femur inspire being loose had cement mantle attached to it. Cement used in this case was palacos g. Patient was operated on (B)(6) 2017. Was doing fine but had a periprosthetic fracture which had to be revised. So, main concern was periprosthetic fracture, debonding was observed while taking out implants. This tibial debonding can be investigated for reasons as it should have had good bone cement interface. Doi: (B)(6) 2017; dor: unknown; unknown affected side.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Photographs and x-ray images were provided for review. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.